Event description:
It was reported that an ilet user contacted customer care requesting a factory reset because the ilet pump was not managing elevated blood glucose after lunch. Review indicated maladapted lunch meal announcements set around 80% or more. The corrections algorithm otherwise corrected elevations without user intervention, and the issue pertained to user interactions with the device interface. Symptoms included hyperglycemia peaking at 350 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified consistent with an improper or incorrect procedure related to incorrect meal size announcements and involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.